Event description:
It was reported that during an unk procedure, the teflon tissue pad came off from the clamp arm. It was not possible to assess whether it had remained in the abdominal cavity of the pt. No adverse pt consequences.

Manufacturer narrative:
Date sent: 07/09/2008. Info anticipated, but unavailable at this time.